Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after removing the dilator, the sheath was peeling like a splinter on the inside of the sheath tip, end point. Per follow up information received via rcc on 19mar2026, stated that rather than complete detachment, it appears to be a fraying or splitting condition, though the exact nature was unclear and its use was discontinued immediately upon noticing the issue, so there were no residual fragments left in the body.